Event description:
It was reported that the device had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired on 02-nov-2021 for bubbled downstream occlusion (dso) seal. An incorrectly performed dso seal repair may cause issues with the dso sensor, but there is no indication of any concerns with the previous repair during the evaluation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage. Functional testing found the reported "cassette not attached properly" problem was duplicated. When a cassette was attached and the pump was started it alarmed for cassette not attached properly. During investigation found sensor output was 0 mv in the mu a/d menu. Recommend replaced inoperable downstream occlusion sensor. The root cause of the issue could not be determined. This issue is being monitored via an internal ncr and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Model num: 2120